Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. I was called to hospital to interrogate device. Device check, sensing, thresholds and impedance were within normal limits on all leads. All the leads are older mdt leads. Telemetry strips show non-pacing in the ventricle. The patient was symptomatic when this occurred. Dr hudson and tech services notified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).